Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that the communicator smelled like burnt wires after the lightning strike near his home. The company representative advised the patient that a new communicator and a cellular adapter will be replaced. No adverse patients effect reported. The communicator was deactivated.